Event description:
It was reported that the patient presented in clinic for follow-up after a remote transmission revealed back-up vvi mode. A device download restored device function. The patient stated that she had been out of town and away from her transmitter for several weeks. Her phone line had also been noisy, possibly contributing to poor communication between the device and transmitter. There were no adverse consequences to the patient. The patient felt some discomfort related to vvi pacing. The discomfort disappeared after device restoration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.